Manufacturer narrative:
Block e1:(B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus due to a rupture of esophageal and gastric fundus varices during a varicose vein ligation procedure performed on june 4, 2025, for the treatment of esophageal varices and anorectal hemorrhoids. During the procedure, after the ligator was installed normally, it could not be deployed properly starting from the ligation of the first band. This caused a pause in the procedure, increasing the risks of bleeding and subsequent infection. The procedure was delayed for ten minutes. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands were overlapped.